Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left popliteal artery. A 5.0x40mm armada 35 was inflated to 14 atmospheres (atms) for 10 seconds and to 12 atms for 10 seconds; however, it took 7 minutes to deflate. A negative was held for 5-7 minutes with a non-abbott inflation device and a 20cc syringe. Additionally, there was resistance removing the device. The procedure was successfully completed with a non-abbott device. Although, there was a delay in the procedure is was not clinically significant. There were no adverse patient effects. No additional information was provided.